Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited oversensing on the right ventricular (rv) channel due to interaction with the minute ventilation (mv) feature. The physician programmed mv off and will continue to monitor this patient. No adverse patient effects were reported.